Event description:
Customer's device readings = 250+ mg/dl. Customer is taking insulin accordingly. Customer passed out and ate ice cream. No other treatment was received. Customer questions device accuracy. No controls were used. A request was made for return product and replacement product was sent.